Event description:
It was reported that the patient's atrial lead was oversensing noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable post procedure.

Event description:
Related manufacturer reference number: 2017865-2022-00003, related manufacturer reference number: 2017865-2022-00941. New information noted that the atrial lead also had intermittent capture, high impedance, and was possibly captured. The left ventricular lead was also suspected of malfunctioning due to positioning.

Manufacturer narrative:
Correction: d10 therapy date should have been (B)(6) 2021.